Event description:
It was reported that the device was used during a right nephrectomy. The surgeon fired across the renal vein, the staple line was fired, but the staples were in a "j" form and there were no staples in the middle of the staple line. Clips were used to complete the case. There was no adverse consequence to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.